Event description:
Implantable neurostimulator interrogation revealed high out-of range impedances and invalid impedance measurements. Impedances were measured at increased stimulation parameters, but electrode 0 was still out of range. The following day, the neurostimulator was replaced. After replacement, x-ray review revealed a lead fracture just prior to the insertion point into the epidural space. The pt did not regain paresthesia following replacement he was referred to another surgeon for further troubleshooting. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).